Event description:
Per the initial reporter, the vertier surgical table is unable to lock or do any of the other functions needed. Upon further investigation, it was discovered that neither the override panel or the hand remote were functional. The failure occurred during prepping. No patients/users were adversely affected by the malfunction.

Manufacturer narrative:
There is no established expiration date for this device. Further attempts will be made for this information. Device manufactured date is unknown at this point. Further attempts will be made for this information. Evaluation summary: the said device was evaluated in the field on 10/10/2009. The malfunction was replicated. The surgical table would not function with either the override panel or hand control. It was determined that the likely cause of the malfunction was a defective mpc (motion processor controller). This loss of table function, particularly the loss of the use of the override panel, could pose a potential risk to the patient were the malfunction to reoccur. In this particular case, no patients were involved and no adverse consequences occurred. This is not a single-use device.